Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic during follow up, far field p-wave oversensing on the ventricular lead was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended. The patient was asymptomatic.

Event description:
New information received notes that the patient was brought into the clinic on (B)(6) 2019. Programming changes were made. The patient was stable throughout the event.